Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
It was reported the ipg had reached 'end of life'. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.